Event description:
The patient suffered from respiratory failure ....... During the tracheal intubation by a ventilator supporting ventilation, it was found that there is an alarm " safety pressure valve failure.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction "tightness test failed / leak test failed" can lead to a delay in the therapy since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The report by hospital says: "the patient suffered from respiratory failure during the tracheal intubation by a ventilator supporting ventilation, it was found that there is an alarm " safety pressure valve failure. The ventilator was replaced and an engineer was contacted for repair." Tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). The issue is deemed as reportable since the ventilation cannot start if tightness test fails and the patient suffered from hypoventilation. The machine alarms before the patient is ventilated, that is, it is discovered during the preparation phase before the patient is put on the machine. After that, the machine is stopped and did not touch the patient, so it did not cause any harm to the patient. Similar problems can always be discovered during preparations before boarding, and the use is stopped. It is unlikely to cause harm. It is an "incident unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse events and does not need to be declared as bad event. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Event description:
The patient suffered from respiratory failure during the tracheal intubation by a ventilator supporting ventilation, it was found that there is an alarm " safety pressure valve failure.